Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified by visual inspection. The device was found out of specification in relation to the reported symptom of "needs rear case" by the identification of depressed battery contact pins (both positive and negative) on the rear case during a visual inspection. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump required a rear case. There was no known patient injury or medical intervention associated with this event. No additional information is available.